Event description:
It was reported that the patient had cerebrospinal fluid (csf) leakage during a trial procedure as the lead kept going anterior. The trial procedure was aborted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e, (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had cerebrospinal fluid (csf) leakage during a trial procedure as the lead kept going anterior. The trial procedure was aborted. The patient was doing well postoperatively.